Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Dob: unk. Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaint found. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Event description:
The reporter indicated the surgeon implanted a vticmo 13.7mm implantable collamer lens in the patient's right eye on (B)(6) 2014. Excessive vaulting was noted with significant reduction of indo-corneal angles. An exchange for a small lens to be performed at a later date. A supplemental medwatch will be submitted when additional information is available.

Manufacturer narrative:
Additional information: the icl was explanted, date of surgery was not available. (B)(4). Visual inspection of the returned product found one foot plate haptic torn. Foreign material on lens surface (pen marks). There was evidence of clear surgical residue on product. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The measured value after re-hydration is at the expected overall length and width value after complete in-situ hydration. The lens is in specifications. A lens work order search was performed and no similar complaint was found. Based on the complaint history, work order search and the evaluation of the returned product, it has been determine that the complaint was not product related. A probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).